Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the battery power did not switch over to a/c power when the pump was started. The user reported that the reset switch was tripped and the switch was reset. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.